Event description:
It was reported the patient went to the ER presenting with urinary retention and left leg weakness. A CT scan was taken with no anomalies noted. The physician decided to remove the scs system. Follow up information identified that the patient continues to experience difficulty in urinating and right leg weakness. The patient was catheterized and referred to a urologist for further follow up.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.